Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs stat results for one patient from two cobas e411 analyzers. Only the serial number (B)(4) for one of the analyzers was provided. The initial result was 75.67 pg/ml and was reported outside the laboratory. The patient was then tested in another lab and the result for troponin was 0.1 pg/ml. It was unknown which assay or system generated this result. On (B)(6) 2015, the original sample was tested again on the cobas e411 after being kept frozen overnight. The result was 75.06 pg/ml with a data flag. On an unknown date, the original sample was tested on another cobas e411 at another site and the result was approximately 70 pg/ml. The customer talked with the patient's doctor and explained that perhaps the patient experienced minor damage that led to the increase in troponin t without an actual heart attack. The patient was assumed to healthy. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, the high results were believed to be correct.